Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found. Concomitant: 5076-52 implantable pacing lead implanted: (B)(6) 2013; 6947m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).